Event description:
The user facility reported that during a therapeutic transurethral resection of prostate (turp) procedure, the power cord blew apart and broke into two pieces. The power cord was said to have been connected to a valley lab generator (electrocautery unit) and to a working element. The users reported that there was no arcing or sparking noted on the working element. The procedure was completed using a different equipment. There was no pt injury reported. The user facility also reported that this was the second time in which they had a cord blow apart. The biomed at the user facility sent the electrocautery unit for inspection, while the remaining cautery units were inspected and passed the inspection. The cords were also examined as part of the system and all equipment passed. The only common denominator on all these equipment is the working element. The user facility reported that both the working element model a2761 and power cord were sent to olympus for eval.

Manufacturer narrative:
Olympus contacted the user facility via telephone and in writing to gather more detailed info regarding the reported event but with no result. The device referenced in this report has not yet been returned to olympus for eval. The user facility returned the working element used with the cable but the cable was not returned for eval. The working element failed the resistance test at 5.8 ohms likely due to fluid invasion. There was evidence of heavy corrosion noted underneath the hf connector contact pins. The hf connector cover, o-ring, and pins were recovered and was forwarded to the original equipment MFR (OEM) for further investigation. The exact cause of the user's experience could not be conclusively determined at this time. If add'l and significant info becomes available at a later time, this report will be updated. This report is being submitted as a medical device report in an excess of caution.